Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: although the customer reported that upon test strip insertion his meter exploded resulting in damage to the screen, it should be noted that the meter's only source of power is a 230 milliamp (mah) lithium (coin cell) battery. Lithium batteries typically have high internal impedance, limiting their maximum current to surprisingly low values, which by their own specification do not have the output necessary to crack the meter's screen or cause an explosion. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported the battery of his adc blood glucose meter exploded upon insertion of test strip into the meter, resulting in damage on the display screen. There was no death, serious injury or mistreatment associated with this event.